Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced upon powering on the unit, a blue startup screen with the olympus logo appears, and no further action occurs. There were no reports of patient harm.